Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for high, out of range hv lead impedance. Subsequently, the device was explanted. The patient was discharged the following day